Event description:
It was reported that a surgery was performed on (B)(6) 2022 for patients with delirium. Stated that the catheter was torn on (B)(6) 2022. Catheter was removed with a cystoscope by a urologist on the 24th. About 15 cm of catheter remnant was removed. It was confirmed that the patient was not experiencing any problems. Stated the catheter ruptured due to patient traction.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed as cause unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted the tip of the catheter was broken off of the catheter . Visual inspection also noted tear measuring 0.0990" over the thermistor lumen. This is out of specification which states, "inspect for missing and / or incomplete tip fill, poor gluing, damage, or scratches." A potential root cause for this failure could be inadequate material selection. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter." Correction: d,g,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that a surgery was performed on (B)(6) 2022 for patients with delirium. Stated that the catheter was torn on january 23, 2022. Catheter was removed with a cystoscope by a urologist on the 24th. About 15 cm of catheter remnant was removed. It was confirmed that the patient was not experiencing any problems. Stated the catheter ruptured due to patient traction. Per sample evaluation from the investigator via email on 11jul2022, it was noted that a hole was found over the thermistor lumen.